Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely, there were many factors involved in the reported incident. However, the contact of the apc probe to the colon wall during coagulation appears to be a key factor in the incident (note: aron plasma coagulation is a non-contact modality.). The apc 2 user manual warns users that there is a risk of burns, emphysemas, and/or perforations if an activated apc applicator or probe is pressed into tissue or against an organ wall. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this incident.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu) [model vio 200 d, part number (p/n) 10140-200, serial number (B)(4)] system was involved in a patient incident. The apc/esu system was used with an apc probe in a colonoscopy to treat angiodysplasia. During the application of argon plasma coagulation, there was movement of the colon which caused the probe to stick to the mucosa of the colon. As a result, a 3 cm2 necrosis occurred that bled from two visible vessels. Due to the severity of the hemorrhage, a hemicolectomy was performed on the patient.